Event description:
A u.s. Distributor contacted zoll to report that a battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack sn (B)(4) has been completed. The reported problem (won't power up on a monitor) was confirmed. Upon evaluation, the battery was non-functional in a battery and a charger. The output voltage was 2.8 volts. The cause of the inability to power on a monitor and charger is the low output voltage. The root cause of the low output voltage is unable to be positively identified but is likely defective cells. No adverse event resulted from defective battery pack.